Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils with a lantern delivery microcatheter (lantern). During the procedure, the physician successfully delivered two ruby coils in the aneurysm using the lantern. The physician had difficulty advancing a new ruby coil through the lantern and as the ruby coil was being re-sheathed, it unintentionally detached in the lantern. The lantern and detached ruby coil were removed from the patient and the procedure was completed using new ruby coils with another manufacturer's microcatheter. There was no report of an adverse effect to the patient.